Manufacturer narrative:
P-cap locked properly during testing. Pump powered up properly upon battery installation. Unit successfully passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test. Unit was successfully downloaded to thump. No critical pump errors found in pump download history. Unit was cut open for visual inspection of internal components. No moisture found or anomalies on electronic stack or motor assembly. Unit was functioning properly. Unit received with scratched case, serial number label damage, keypad overlay texture damage, cracked keypad overlay at select button, stained keypad overlay, serial number label missing. In summary, unit working properly. No anomalies or moisture damage found. Cosmetic damage confirmed when cracked keypad overlay was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error, exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Insulin pump will be replaced. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.